Event description:
The manufacturer received a trilogy evo o2 international ventilator that was returned to a third-party service center for service and routine preventive maintenance. There was no allegation of device malfunction, and the device was not reported to have been in patient use.during internal and external inspection, the device display was found to be cracked and nonfunctional. The service technician determined that replacement of the display was required. The root cause of the cracked display could not be determined.the device software was upgraded to version 1.06.15.00, and the required 4-year preventive maintenance was completed. The particulate filter and air inlet foam filter were replaced per maintenance requirements. Valve assessment, internal and detachable battery assessments, and performance verification were completed successfully. The error log was reviewed, and no actionable errors were identified. The device was bench tested with no alarms observed and passed all final performance verification testing.

Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.